Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had a weak battery and a blank display. Customer stated that the pump just went blank while they were sitting in class. Customer was using a duracell battery. Customer took out the battery and when they put in back in, they received a weak battery alarm. Customer repeated the process again, but customer got a full battery. Customer stated that the battery contacts on the battery cap are not missing or damaged. Battery compartment is neither damaged nor corroded. Customer will be sent a battery cap. No further assistance required.